Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Labral scorpion hand instrument was etched with multifire scorpion sl on top of the handle. Related etching does not pertain to a labral scorpion hand instrument and was etched incorrectly. Please see agile print ar-13998. For correct etching and specification. Please refer to CAPA-00278.

Event description:
It was reported that the ar-13998 was received having ¿fastpass scorpion sl¿ etched on the top of the handle instead of ¿labral scorpion¿ as previously seen on older devices.